Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2022. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determiner to be potential patient misuse. No injury or medical intervention was reported.